Manufacturer narrative:
The related importer report number was inadvertently left out of the initial MDR. This report was submitted by the importer under the importer's report number (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the distal cover detachment was likely caused by insufficient attachment to the subject device. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 3 (section 3.5) ¿ preventative measures. Operation manual: chapter 4 (section 4.1) ¿ detection method. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the disposable endcap "deployed" upon removal during endoscopic retrograde cholangiopancreatography (ercp), as stated in the voluntary medwatch. An intervention was required to retrieve the endcap. Additional information was requested regarding the intervention and outcome, but was not received. This report is related to linked patient identifier: (B)(6).

Manufacturer narrative:
He device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.